Event description:
The facility reported that when the device was moved around it would spontaneously turn on and off. No patient injury has been reported. Information was not provided whether or not the device was in use on a patient when the reported situation occurred. No additional details available.